Event description:
It was originally reported that the pt experienced a loss of therapeutic effect when the stimulation was turned on. The pt visited her physician and discussed this event with a company representative. She had surgery to fix the problem with her device system on (B) (6) 2010. Additional information has been requested.

Manufacturer narrative:
(B) (4).